Event description:
It was reported that the pacemaker system triggered a lead safety switch (lss) due to high pacing impedances out of range on this right ventricular (rv) lead. The patient is dependent and there was an asystole greater than two seconds. Technical services (ts) provided reprogramming options. Additional information was received which indicated that this rv lead was surgically abandoned due to fracture. A new rv lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the pacemaker system triggered a lead safety switch (lss) due to high pacing impedances out of range on this right ventricular (rv) lead. The patient is dependent and there was an asystole greater than two seconds. Technical services (ts) provided reprogramming options. This rv lead remains in service. No adverse patient effects were reported.